Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k945952; k954592 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the vacuum isn't strong enough or lasting long enough to fill the tubes. Additionally, there is a backflow on some tubes where blood flows in the opposite direction and will come through the needle once removed from the patient. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.